Manufacturer narrative:
Concomitant medical product: 5076-52 lead implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance, non-sustained ventricular tachycardia (nsvt) episodes, and elevated sensing integrity counter (sic). Noise was noted on electrograms and fracture was suspected. A lead integrity alert (lia) triggered. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that patient received inappropriate shocks due to oversensing. The lead had no capture at maximum output and was turned off. No further patient complications have been reported as a result of this event.